Event description:
Allegedly the patient was revised due to leg length discrepancy, possible high cocr levels. Head and neck were explanted and swapped out for our 28mm +7 and long straight neck w/stryker dual mobility liner.